Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history review shows the product was released per specifications. The customer reported initially stated "blocked supply of fluid" but after evaluation of the entirety of the event stated "the conclusion is that this device had an imperfect; the infusion liquid(infusion flow) was greater than what was indicated on the equipment." The final conclusion by the customer shows there was infusion flow which resulted in the reported description of "eyeball was very hard and produced corneal edema." A visual inspection found surgical residue and balance salted solution (bss) crystal was in the fluid path of the cassette as this cassette was utilized to complete a procedure. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A console representing the current software version was used to test the sample. The laser emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime, tune, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. Fluid flowed from the bss bottle to the drain bag without any interfering. Cleaning process was able to be performed after functional test had completed. There was no blockage or infusion flow anomalies observed during functional and performance testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. It should be noted only the cassette with drain bag was returned for this investigation. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was a fluid blockage and the left eye became hard and developed corneal edema during a cataract and posterior vitrectomy with macular peel procedure. The procedure was completed after replacing the product with another. There was no corneal edema postoperatively. The product sample is available. No additional information is expected.